Event description:
The customer called to report that the basal rates were erased after changing the battery. The customer did not know what her basal rates should be, and was unable to get them from her healthcare professional as they were closed. The customer's blood glucose reading was 559 mg/dl at the time of the call, and she was unable to troubleshoot. The customer's mother got on the phone and stated she would be taking the customer to the hosp for treatment. Nothing further was reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.